Event description:
Additional information: the last two times the patient had a refill they saw nothing in her pump. The last time the patient was refilled ((B)(6) 2012) she slept for a long, long time afterwards ¿for like two weeks.¿

Event description:
It was reported there were no adverse experiences. 'Patient doing well now'.

Event description:
A volume discrepancy was reported wherein the actual residual volume was less than the expected (specific values for volumes were not known to the reporter). Per reporter, the pump logs did not indicate a problem with the pump. It was stated that patient reportedly slept for a long time after the last refill. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. (B)(4).